Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed use of the device. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced an infection with swelling and redness at the implant site. On (B)(6) 2017, the recipient was treated with clindamycin. On (B)(6) 2017, the recipient was hospitalized due to continued drainage from the wound and treatment was then switched to IV ceftriaxone and rifampin. On (B)(6) 2017, the recipient underwent a washout of the wound. The recipient was then treated with oral cefdinir and rifampin for 3 weeks. The recipient was recommended non-use of the device for 3 weeks. The recipient was hospitalized through (B)(6) 2017. The recipient's infection is resolved.